Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt catheter and a photograph were returned for evaluation. An initial visual observation of the returned sample showed a large split in the extension leg tubing of the catheter. Biological residue was observed within the catheter. A microscopic evaluation revealed the split in the extension tube was s-shaped and the fracture surface was mostly smooth a granular. Many superficial microscopic tears were also observed on the inner wall near the damage. An initial visual observation of the returned sample revealed the extension tube of the nxt connector was observed to be damaged. Biological residue was observed within the catheter. A functional test of flushing the catheter through the proximal connector piece tube revealed the catheter, as well as the connector pieces, were both patent to infusion. No occlusions were noted. A microscopic evaluation revealed the split in the extension tube was s-shaped and the fracture surface was mostly smooth a granular. Small micro tears were also observed on the inner wall near the split. The morphology of the damage observed on the returned sample suggest a burst failure due to over-pressurization. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph of a 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation of the photograph showed a groshong catheter attached with a statlock and a clear dressing was present on top of it. A needleless injection cap was attached to the luer adaptor. A split was observed in the extension leg of the proximal piece of the nxt connector; however, no details of the damage could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient underwent PICC insertion in mse on (B)(6) 2025. However, on 10/19, the catheter ruptured during repair, requiring its removal. The patient is difficult to access, has no palpable or visible venous network, and has been proposed for antibiotic therapy at home.